Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: feb 28, 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) dynamic hip and condylar screw system (dhs®/dcs®) guide shaft with flats and one (1) dhs®/dcs® coupling screw are bent and broken in two (2) pieces. The issue was discovered on (B)(6) 2017 at sterile processing. There was no patient or procedural involvement. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
A product investigation was performed. The returned part, # 338.20, lot number #7216466, dhs/dcs coupling screw, shows very few signs of wear and nothing that would impair its function. A visual inspection, dimensional inspection, and DHR review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined. The device was reported to have been bent or broken. This complaint is unconfirmed. The complaint condition cannot be replicated. The device is intact and meets specification. No design issue was found during the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.